Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2021. After the sensor had been inserted, the patient had serious bleeding even though the puncture wound was small, and he had to immediately remove the sensor. The area was disinfected, and a tape was applied to the wound. The patient developed a fever and the doctor prescribed unspecified medication due to concern that the wound could be infected. No additional patient or event information is available.